Manufacturer narrative:
It was reported it is difficult or impossible to push medication though the needles. To aid in the investigation, fifty samples in sealed blister packaging were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution, all of them expelled the solution with normal flow. A device history record review was completed for provided material number 306616, and lot number 1244738. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1244738 was reported, however, this is not a lot # manufactured for the reported catalog #.

Event description:
It was reported while using bd phaseal ¿ l connector c90j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about leakage of the fluid from the rubber stopper of the saline bag connected to the l connector (c90). Chemical liquid leaks from the vicinity of the l connector of the rubber stopper of the raw food bag the chemical leaked from the rubber stopper at the part where the jms back spike op and l connector were pierced.

Event description:
It was reported while using bd phaseal ¿ l connector c90j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about leakage of the fluid from the rubber stopper of the saline bag connected to the l connector (c90). Chemical liquid leaks from the vicinity of the l connector of the rubber stopper of the raw food bag the chemical leaked from the rubber stopper at the part where the jms back spike op and l connector were pierced.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 27-jul-2022. H.6. Investigation summary: one l connector along with the infusion bottle and another spike device was provided to our quality team for investigation. The product was visually inspected, no damage or defect was observed on the l connector membrane or spike tip. Both spikes were assembled onto the infusion bottle. Further evaluation identified a crack in the stopper on the infusion bottle between the area where the l connector and other device were attached. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on our sample investigation, the leak was determined to have been caused by the crack in the stopper of the infusion bottle due to the two devices being so close to one another on the same stopper.